Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during preparation for the procedure, the pull wire was found to be bent 45 degrees and protruding. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during preparation for the procedure, the pull wire was found to be bent 45 degrees and protruding. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a colonoscopy procedure performed on (B)(6), 2012.according to the complainant, during preparation for the procedure, the pull wire was found to be bent 45 degrees and protruding. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. No issue was noted with the device pull wires. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally, the device jaws would open, but failed to close properly due to the bent needle tail damage. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent. There are controls in the manufacturing process that verify product integrity and avoid product performance issues. Therefore, the most probable root cause is handling damage. However, an investigation was performed to address needle tail bent issues which attributed them to improper device handling prior to or during use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).